Event description:
Pt required intraaortic balloon pump because having difficulty coming off bypass while in surgical intensive care unit. Staff noted iabp alarm, but could find no malfunction. Attempted to restart and alarmed again. Staff then found blood in connection tubing. Iabp changed. If exchange not made, more gas would have entered pt blood stream with increased risk of stroke. Balloon found to be ruptured.